Event description:
Follow up to correct product name and manufacturing sites. 1821514-2021-00003.

Manufacturer narrative:
Follow up for 1821514-2021-00003. Corrected the name of the product and the manufacturing sites.

Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported skin lesions on hands, fingers and palms after use of this material. The customer sought treatment from a dermatologist and has yet to fully heal. This material is not sold in the USA. Kulzer north america distributes a comparable product, where the indications of use are the same, however the chemistry is different. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Event description:
Skin lesions, rash, itching and blisters when customer comes in contact with the material palaxpress while fabricating dentures.